Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a mitraclip that was caught in the chordae. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and the mr was lateral in the commissure. During a mitraclip procedure with an xtw, the clip became caught in the chordae. The clip could not be retracted into the left atrium due to the entanglement. The clip was able to to grasp both leaflets, while it was stuck in the chordae. The clip was deployed as intervention, and the mr was reduced to grade 3-4. There was no clinically significant delay or adverse patient sequelae.